Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain low profile one-piece abutment (ilpc442u) was returned for investigation. Visual inspection of the as returned product identified that the abutment screw was fractured. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted on the per. The reported device was located on tooth # 22 and no other information was provided. X-ray or picture images were not provided and no other information was provided. DHR review could not be performed since the lot number associated with the device was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review based on item number (ilpc442u) was performed for similar events and no other complaint of interest was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided.

Event description:
It was reported an abutment (ilpc442u) screw fracture at tooth location 22. Abutment was removed.